Manufacturer narrative:
The comfortgel nasal CPAP mask was discarded by the dme and was unavailable to the manufacturer for evaluation. Based on information obtained from interviews conducted with the dme and the customer, the manufacturer believes that the cellulitis was caused by an outside source. The reported sore on the bridge of the customer's nose may have been caused by over-tightening of the mask. Clinical data indicates cellulitis is caused by bacteria such as streptococcus and staphylococcus. The comfortgel nasal CPAP mask is constructed of inert components that alone would not cause cellulitis. The manufacturer dictates proper mask cleaning techniques in product labeling (comfortgel instructions for use, part number 1045032) were followed. A review of the manufacturer's complaint database (02/07/2007 - 02/07/2010) confirmed there have been no other occurrences of cellulitis reported with the use of nasal CPAP masks. The manufacturer concludes this event was caused by unique circumstances (sore to the bridge of the nose, improper cleaning techniques, introduction of bacteria) that are beyond the product's design. The manufacturer concludes that the customer has a pre-existing condition which can cause facial swelling and potentially result in an improperly fit mask. The manufacturer further concludes that the presence of bacteria required to cause cellulitis indicates that the customer was not following product labeling for appropriate cleaning. No further action is appropriate. Method: interviews with customer and dme performed and product complaint history review.

Event description:
A durable medical equipment supplier (dme) informed the manufacturer of a customer's allegation that a comfortgel nasal CPAP mask had caused facial cellulitis. The customer had been using comfortgel nasal CPAP masks for 5 years prior to the reported event. The dme confirmed a new comfortgel nasal CPAP mask was issued to the customer in (B)(6) 2009. On (B)(6) 2009 the customer contacted the dme to report a sore had appeared on the bridge of her nose. At this time, the dme replaced the comfortgel nasal CPAP mask with a different style mask from another manufacturer. According to the dme, the customer returned 4 days later and the sore had worsened. A third type of mask from a third manufacturer was issued to the customer following this occurrence. On (B)(6) 2009 the customer reported to the dme that she had been admitted to the hospital and treated with intravenous antibiotics for facial cellulitis. The customer informed the dme that she suffers from a brain tumor that causes her face to swell. Facial swelling could potentially cause the mask to fit improperly which may lead to pressure sores on the face. The customer reported to the manufacturer that the sores have healed and that she is doing well with the new mask.